Manufacturer narrative:
Medwatch sent to FDA on 04/22/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events swelling, heat, small blisters, irritation, and a possible occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection with juvederm ultra xc in the glabellar area and injection of botox in the crow's feet pt experienced swelling and heating around the left eye. Three days after injection the pt subsequently developed bilateral swelling under the eyes and malar areas as well as small blisters and irritation. The healthcare professional believed the pt had a "possible occlusion". Pt was reviewed by a plastic surgeon who prescribed doxycycline and an "antihistamine'. Symptoms are ongoing but almost resolved.